Manufacturer narrative:
.

Event description:
It was reported that the patient experienced a fluid filled sac in her lumbar area that required drainage and was getting bigger again. The patient indicated that the hcp has been increasing her dosage, but she still is not getting pain relief. A few weeks later, the hcp performed an x-ray and observed the patient's catheter was cut, the location was not specified. Fluid was collecting at the "ls junction". The hcp replaced the patient's catheter. The patient recovered from surgery without sequela. The drug contained in the patient's pump was fentanyl (2000 mcg/ml) delivering 999.3 mcg/day.